Event description:
During a sigmoid colectomy and small bowel resection the "left wing" of the safety mechanism of a reload linear stapler was noted to be missing. The section of the safety mechanism was found inside the sterile packaging. The surgeon noted resistance when firing the stapler. The company rep verified that the mechanism was not detectable by x-ray.